Event description:
It was phoned in by the sales rep that there was aortic bruising found after use of the intraclude aortic device, icf100. The case was an asd on a (B)(6) female. The physician believed it was due to the curve of the device may have contributed to the injury as it may have dug into the aorta. The patient remains in the ICU where they are closely monitoring her blood pressure below 100,. Follow up with the sales rep, the patient is doing well and out of the ICU. The physician stated "it could have been due to the retractor but don't know why that would be".

Manufacturer narrative:
The device is currently under evaluation.

Manufacturer narrative:
Evaluation: during visual inspection the balloon was found to be free of any ruptures and a kink was found at the end of the catheter shaft right before the trifurcation hub. Measurements were taken to measure the diameter of the distal shape and was found to meet specification. This device demonstrated no defect upon product evaluation. Injuries to the aorta during device insertion is listed as a potential complication in the product IFU. The IFU further notes: warnings: when placed in the body, the intraclude device should be manipulated only when the balloon is deflated and while under transesophageal echocardiographic (tee) and/or fluoroscopic observation. For repositioning, the balloon should be partially deflated. Warning: do not advance guidewire if resistance is felt. Inability to easily advance guidewire may indicate vascular disease or injury. Warning: ensure the guidewire precedes the intraclude device to prevent damage to aortic valve or artery. Failure to advance over a guidewire may result in dissection or perforation of the artery. If a dissection or perforation is detected, do not initiate or continue bypass as it may propagate dissection. Warning: high arterial line pressure may indicate an arterial dissection and/or placement of the arterial cannula in a false lumen. Failure to immediately discontinue bypass may propagate dissection and injure the vasculature and/or aorta. No device malfunction is indicted upon product evaluation and the events reported are included in the labeling. No actions are needed at this time. For complaints/reports of injury without a product problem, it¿s important to show that the type of event is a known potential complication or adverse event, is included in the labeling/training materials, and in the information we provide to help avoid the issue. All labeling and training appropriately address the risk. Manufacturing records were reviewed and there were no related non conformances. Trends will continue to be monitored through the use of edwards quality systems.